Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On 03-nov-2020, the meter result was 3.6 inr. The result from the laboratory within 3 hours was 2.6 inr. On 10-nov-2020, the meter result was 5.7 inr. The result from the laboratory within 3 hours was 3.83 inr. The patient has a therapeutic range of 2.5-3.5 inr.